Manufacturer narrative:
Unit passed the idle current measurement test, run current measurement test, self test, off no power test, a21 error test and displacement test. Unit received with normal operating currents. No unexpected battery power los noted. However unit alarmed motor error during basic occlusion test and unable to prime during prime / a33 test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had lots of issue with insulin pump. Customer's blood glucose value was unknown at the time of the incident. Customer stated last night the insulin pump being of off with no alarm. Customers blood glucose was very high all the time and insulin pump was not alarming for no delivery. The insulin pump will be return for analysis.